Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that they got a "no shock delivered" message when they attempted to deliver defibrillation therapy. The users switched to a second mrx defibrillator to continue treatment of the patient. This complaint documents the second mrx defibrillator used during this event. The customer reported that con med pads were used and that the multi-function pads were changed but the issue continued. The involved patient expired. The patient death is reported in 1218950-2017-04505.